Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One (1) sample, without packaging, was returned for evaluation in connection with this incident. The sample consisted only of the ultrasite valve. The complaint is justified. However, the returned ultrasite sample passed both the pressure test and luer taper tests. Although an exact root cause could not be determined, a possible root cause is failure to tighten the luer lock connections before use. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure cop-qp-8000051.

Event description:
As reported by user facility: reports the non-bonded extension set came apart where the white piece meets the green piece. The blood came out of the hub of the catheter through extension tubing. No patient injury.